Manufacturer narrative:
Model number/catalog number: sc 2218 50, serial number: (B)(4), batch/lot number: 18915046, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was having inadequate stimulation. The patient underwent a lead revision procedure and was doing well postoperatively.